Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer was admitted to the hospital and treated for high blood glucose. The doctors alleges that the pump was not delivering properly. Customer is alleging that his pump is not delivering insulin properly and this was the cause of the high blood glucose. A request was made for the return of the device.